Event description:
We just started the operating procedure (left eye vitrectomy with secondary lens placement); the ports were in the eye (placed by the surgeon) when the machine alarmed the code 1002(system fault). The surgeon could not proceed until the machine went into recovery mode which had to be started by the operating technician, which was the step the code 1002 stated to do. All the connections were checked- they were all set. The machine recovered, the surgeon restarted the case. Within in 2 mins. Of restarting the machine, the same code 1002 come up again. The surgeon wanted to try to finish the case so the recovery button was pressed again. The surgeon stated he felt comfortable trying to finish the case if the alarm code did not come up again. The machine booted up again and the surgeon started the surgery again. [Redacted] (supervisor) was contacted immediately so she could contact bio engineering to assess the machine. The machine was taken out of service after the case was completed. The machine was running fine for the prior case- nothing unusual happened when the machine was primed and functioning in the prior case.